Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per (B)(4). The test result indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.

Event description:
During an aortic dissection repair surgery performed on (B)(6) 2014, the graft was used as an entry for arterial cannula. The graft was reported to leak after one hour, which necessitated the use of hemostatic agents and biological glue. No patient injury was reported.